Event description:
Complainant alleged that during biomed testing the device was set to be charged to 300 joules, however took approximately twenty-five seconds to charge the defibrillator and then internally dumped the energy at about 190 joules. Complainant indicated that there was no patient involvement in the reported malfunction.